Manufacturer narrative:
Failure analysis investigation of the returned instrument found that both of the yaw pulleys exhibited charring and localized melting at the grip base, between the grips, indicating that an arcing event occurred. It was concluded that the charring likely occurred due to a breach in the instrument's insulation and carbonized tissue created a conductive path, or high generator settings. Failure analysis investigation also found that the cable crimp slipped out of the grip. It was concluded that the cable crimp likely slipped because the yaw pulley melted. No other damage was found. The damages to the instrument found during failure analysis investigation do not constitute a reportable event; however, the slippage of the cable crimp could likely cause or contribute to an adverse event, if the malfunction were to recur. Several attempts have been made to gather additional information from the hospital; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.

Event description:
On (B)(4) 2013, intuitive surgical, inc. (Isi) received the curved bipolar dissector instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.